Manufacturer narrative:
Device expiration date: unknown. (B)(6). Device manufacture date: unknown. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and it was observed that the plunger was broken. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: based on evaluation of the customer photos and samples, it was observed that the plunger was broken. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. As a result, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd a-line¿ experienced molding defects. The customer stated that, "the plunger was broken."